Event description:
When making a scan to verify the screw placement we noticed a medial breach of the l4 screw on the right side, when doing the decompression, we also saw the breach. Screw was taken out and repositioned using free hand stealth navigation. L4 screw on the left a little more lateral than planned. L5 screws are ok. We started with the l4 screw on the left side, then l4 right followed by l5 right and last l5 left. We didn't get any messages indicating there was a shift.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A comparison of the screw plan compared to screw placement showed that all screws are misplaced in the same direction and angle. This is symptomatic of a registration shift in the intra-operative workflow. A registration shift can occur during the intra-operative registration process or following a shift of the drb during the operation. Investigation of the case logs revealed that the software presented a warning stating "surveillance marker too close to drb hinge axis. Move the surveillance marker to a position which is not in line with the drb hinge and try repairing" when the user paired the surveillance marker to the drb. This is expected behavior of the system per design. If the surveillance marker is in line with the drb, the software is unable to detect rotational movement of the drb. The case logs do not indicate that the user attempted to move or repair the surveillance marker before continuing with registration and navigation. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.